Event description:
The reported description notes that the bedside monitor did not produce a high priority spo2 desaturation alarm when the spo2 desaturation preconfigured level was exceeded.

Manufacturer narrative:
(B)(4). Problem statement: the reported description notes that the bedsides monitor did not produce a high priority spo2 desaturation alarm when the spo2 desaturation preconfigured level was exceeded. The customer reported that a second similar incident occurred with another similar monitor around the time of this event. Bedside pt monitoring was activated and twin pts. It was reported that emergent treatment was confirmed. Product testing was performed by a philips technical engineer. No product malfunction was identified. The cited bedside monitor produced pt alarms with an approved philips simulator. No central monitoring logs were made available as this monitor was not networked to the central monitor at the time of this event. A printed vital signs table from the time of the event was sent by the customer. Alarm history is not recorded within a vital sign trend table. The following vital signs were included within this vital sign trend printout spo2, respiratory rate and heart rate. No spo2 desaturation levels were recorded within trend reports. Although the spo2 desaturation levels were not reported, the trend report records average spo2 levels over a 1 minute period at 15-97%. No alarm review history from the cited monitor was sent to philips. The preconfigured alarm settings for spo2 desaturation level was also not reported. Per the intellivue IFU, software version h. Page 67: alarms are indicated after the alarm delay time. This is made up of the system delay time plus the trigger delay time for the individual measurement. There is a delay between a physiological event at the measurement site and the corresponding alarm at the monitor. This delay has two components. The general system delay time is the time between the occurrence of the physiological event and when this event is represented by the displayed numerical values. This delay depends on the algorithmic processing and the configured averaging time. The longer the averaging time configured, the longer the time needed until the numerical values reflect the physiological event. The time between the displayed numerical values crossing an alarm limit and the alarm indication on the monitor. This delay is the combination of the configured alarm delay time plus the general system alarm signal delay time. The alarm delay time can be configured to a fixed value (between 0 and 30 seconds). It was noted that the intellivue bedside monitor factory default setting for an spo2 desaturation alarm delay is 20 seconds. The cited monitor was returned back to customer use after product testing. The results of this investigation was verbally reviewed with the customer. An excepted copy of the intellivue bedside monitor IFU related to bedside monitor alarm algorithm in addition to spo2 alarm delay time was sent to the customer. It was noted that the intellivue bedside monitor factory default setting for an spo2 desaturation level is 20 seconds. Trending for this issue found no product malfunction/no problem found. Based upon this query, no add'l trending is warranted. No CAPA, further action or investigation is warranted. The available info does not support that any design or labeling deficiency exits in relation to this report. There is insufficient info for conclusive determination. The info is not sufficient to support that there was any spo2 measurement or alarm malfunction. No product alarm history was made available. Product testing found that the cited bedside monitor was performing as designed. The customer will review the bedside monitor's spo2 desaturation default settings and notify philips should vital sign setting adjustment be warranted for their particular venue. No further investigation or action is warranted.